Event description:
It was reported that prior to a coronary electrophysiology ablation procedure, pre-close placement of the sutures was achieved in the left common femoral artery using two perclose proglide devices. Reportedly, an hour after the procedure, the patient developed a cold leg. A doppler performed revealed an occlusion at the access site. The patient was brought to exploratory surgery, were a clot was found distal to the common femoral artery access site. A thrombolectomy was performed to remove the clot and the site was surgically sutured to achieve hemostasis. It was not clear if the proglide devices were the cause or contributed to the clot. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: it was reported that prior to implanting an impella percutaneous ventricular assist device, pre-close placement of the sutures was achieved in the left common femoral artery using two perclose proglide devices. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Device #1 proglide is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Possible contributing factors for the reported thrombus causing an occlusion at the access site include, but not limited to, manufacturing deficiencies, operator deployment techniques, patient anatomical conditions, and/or anticoagulation medications administered during the procedure. During manufacturing, to assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. The deployment technique of the operator during suture deployment can cause more injury than necessary that may lead to a bigger clot formation; for example the use of force or torque of the device; however, neither were reported. There were no anomalies reported during the delivery of the sutures into the vessel prior to the procedure. Patient anatomical conditions do not appear to be a contributing factor. A femoral angiogram did not reveal any vessel calcification, vessel tortuosity, access site/groin scarring. The common femoral artery size was appropriate measuring approximately six millimeters. The clot most likely broke off the access site, traveled, and lodged distally causing patient symptoms of a cold leg. It is not known how the patient was manipulated post procedure, but pressure at the access site could potentially dislodge a clot and normal blood flow may push the clot distally. Anatomical conditions may have influenced the reported experience, but cannot be confirmed. A clot will occur at all injury sites of the human anatomy. In this case, the injury is the access site used in the procedure. Thrombosis could have also been precipitated by multiple other procedural devices. Based on the reported information and the inspection criteria a definitive cause for the reported patient effects and association with the devices cannot be determined. There is no indication of a product quality issue. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.